Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe display was not starting normally, and it is showing alternately white and black display. Prior to calling, the technical support engineer (tse) customer had restarted the erbe many times without success. Technical support engineer (tse) reviewed the system logs, but no errors or failures related to this behavior were present. According to the caller, erbe generator was connected to a dedicated wall socket. Tse advised caller to disconnect the power plug and leave the erbe power switch in the on position for 1 min. After restart, error kept coming back. Tse guided caller to check erbe connections on the back site and all seemed to be well connected. Tse asked caller to perform a system restart, but he refused to do so due to surgery was ongoing. Tse informed nurse about the opportunity to use a 3rd party device. Caller said they had a spare erbe and they were going to use it. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) reviewed the reported condition and found the integrated electro-surgical unit (iesu)/erbe generator trying to reboot with no success. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and replicated. During power-on test, the error was found, confirming the fault occurred in the field. Additional observation: upon visual inspection cracked bezel was found. The complaint was confirmed based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. Additionally, isi followed up with the initial reporter and obtained the following information: it was confirmed that there was no patient harm.